Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h4; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. Tac verified the correct cabling between the cv-190 and the interface converter, confirmed appropriate peripheral menu settings (digital filing type set to ¿option¿), and determined olympus-side configuration was correct. The customer was advised to contact provation to review communication (com) port configuration and driver settings or updates. Troubleshooting was not able to resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited a scope detection problem. The issue was found during inspection for use in a call with technical assistance center, where the cabling and settings were checked to ensure they were correctly configured, no anomalies were found in this regard. There were no reports of patient involvement.